Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) displaying an error message "autofill failure". There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the device thoroughly and confirmed above mentioned error from logs. Enter into service diagnostics and run functional and safety tests. During tests, leakage was found in the pneumatic circuit. Reconnect the tubing of reservoir, fill manifold and purge assembly and rectified the leakage. Performed all functional and safety tests successfully. Device was cleared for clinical use and cleared for clinical use.

Event description:
N/a